Event description:
The user had difficulty advancing the catheter and removed it, used a cutting balloon to dilate again. The cba was damaged. The catheter was reinserted which was difficult but successful. After successful vbt procedure, while pulling back the catheter the catheter stuck on the guidewire and the user pulled both out. User was not sure which device caused a proximal dissection which remained untreated as it was not significant.